Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone, the subject was loading the reservoir into the insulin pump. When attempting to fill the tubing, the device continued to fill even after the button was released. The subject's blood glucose was unknown. No alarms occurred. No troubleshooting was performed as customer wanted to report the issues. The device is not being returned for further analysis.